Event description:
Patient experienced discomfort and swelling and therefore asked for plate to be removed. During removal it was found that the maxilla plate had broken on two locations.

Manufacturer narrative:
Investigation ongoing. Return requested but not yet received.

Manufacturer narrative:
Device met specifications. According to surgeon, device met its intended purpose and patient condition (large advancement required) played a role. H3: explanted device kept by patient.